Event description:
It was reported that the nominal high left ventricular lead threshold further increased and the safety margin was not able to be maintained. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was later reported that the lead was capped and replaced.